Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the circulation nurse pulled the lead out of the protective hoop, and the lead stylet broke which made the lead unusable. There were no environmental, external, or patient factors reported. The account discarded the defective lead and opened a new one and the issue was resolved. No further complications were reported.